Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR report #1627487-2016-04520. The patient received two systems, it is unknown which device has the issue; therefore both devices are being reported. It was reported the patient's cervical ipg was unable to communicate with external devices and the programmer reported a communication error. An sjm representative confirmed the ipg was inoperable. The patient's ipg was explanted.